Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported at implant the lead was determined to be too short for the patient's anatomy. It was further reported that as the lead was being explanted the physician was unable to pass the lead back through the introducer. The introducer and lead were removed. Another lead was implanted. No patient complications have been reported as a result of this event.